Manufacturer narrative:
Date sent: 08/13/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, when closing stapler the anvil and staple got to within 5 mm but would not go any further. The indicator suggested instrument was fully closed but a big gap remained between the anvil and stapler. Stapler removed and a new device was used successfully. There was no pt consequence.